Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her insulin pump has been over-delivering insulin and causing low blood glucose levels that remain in the 40 mg/dl and 50 mg/dl range. Troubleshooting was initiated for the low blood glucose readings. The customer stated that when she primed her tubing last night a lot of insulin came out almost instantly. The situation was remedied by changing her infusion set; she did not see insulin come out of the quick release that time. The customer treated her most recent low blood glucose episode of 41 mg/dl by drinking a coke. Due to the over-delivery issues the customer has been using manual insulin injections instead of the pump. The customer's priming technique and her pump settings were reviewed and everything appeared normal. The customer was advised to contact her health care provider about her hypoglycemic episodes was offered troubleshooting for the insulin shooting out during the prime process. No products were shipped or returned.